Event description:
The physician reports, six plus months after a renal stone surgery using a soltive pro superpulsed laser system, and a 200 micron tfl ball tip single use fiber, two patients experienced kidney collapse. Both cases had five minutes of lasing time at 20-30 watts. Renal stones were less than 1cm. The physician is not sure if this is related to the laser or not. Additional details were requested regarding the patient and reported events. The physician states no additional information will be provided. The laser generator was installed with the latest software. Case with patient identifier (B)(6) reports the laser fiber used in patient 1 of 2 procedure. Case with patient identifier (B)(6) reports the laser generator used in patient 1 of 2 procedure. Case with patient identifier (B)(6) reports the laser fiber used in patient 2 of 2 procedure. Case with patient identifier (B)(6) reports the laser generator used in patient 2 of 2 procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to report additional information reported by the customer and investigation findings. Reported event: urologist asked if olympus was aware of any kidneys collapsing after a period of time post renal stone surgery. They mentioned that a surgeon had two patients with collapsed kidneys from cases that happened 6 + months ago. Cases had 5 min of lasing time and were 20-30 watts. Stones were sub 1cm. They are not sure if it is due to the laser. The device for this complaint was not returned to olympus for evaluation and thus a physical inspection of the device could not be performed. A device history record (DHR) review was provided by the OEM of this product. This laser console was manufactured to specification without any reported non-conformances or re-works reported. Olympus performed a risk assessment for this complaint and has confirmed that the incidence and severity of this failure mode is in-line with the documented risk assessment in the failure mode and effects analysis (fmea)s and the severity/occurrence ratings, therefore, no direct actions are required as a direct result of this complaint at this time. The definitive cause of the reproted event could not be determined.